Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 446mg/dl. Customer's mother was assisted with high blood glucose troubleshooting. The customer treated with pen and insulin pump. Customer's blood glucose value was 412mg/dl at the time of the call. The customer's mother stated insulin exited during prime rewind. There were no leaks. There were no site or insulin issues. The device settings were correct. Customer's mother stated a power loss alarm was received also and troubleshooting was performed. The insulin pump passed the high pressure test. Customer's mother was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.